Event description:
A lawsuit alleges the patient was implanted with a defective device. "The defect in the product was caused by the way the product was manufactured, including, but not limited to the use of defective, improper and unapproved components used in the manufacturing of the device, causing the device to fail and the need for the device to be explanted. The patient sustained physical injuries." The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.